Manufacturer narrative:
Device evaluation : lens box was returned with no lens. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cc4204a intraocular lens, diopter +19.5, had no patient contact, stuck in loader. Attempts to obtain additional information have not been successful.